Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (approx 431 mg/dl) with high ketones. Customer believed issue was related to the pump as manual injections normalized blood glucose levels. Customer set temp rates and delivered correction boluses via the pump to address the issue. System check was performed with tandem technical support and no issue were identified. Recommendation was made for customer to consult with health care provider for diabetes management. Multiple follow up attempts were made by tandem clinical diabetes specialist; however, no additional information was provided.